Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure coil had perforated the right fallopian tube and had migrated to bowels"), pelvic pain ("chronic pain/pelvic pain") and polycystic ovaries ("multiple smaller cysts and a single large cyst on her right ovary") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had never experienced abdominal pain, painful intercourse, dysmenorrhea, fibromyalgia, severe weight loss and constipation and had never relied on oral contraceptives to regulate her menstrual cycle. In 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia") with pain in extremity, weight decreased ("severe weight loss"), constipation ("constipation"), vulvovaginal pain ("vaginal pain"), coital bleeding ("bleeding after intercourse"), adnexa uteri pain ("pain in her left ovary") and polycystic ovaries (seriousness criterion medically significant). The patient was treated with surgery (right ovary, right fallopian tube and right coil was removed and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, dysmenorrhoea, fibromyalgia, weight decreased, constipation, vulvovaginal pain, coital bleeding, adnexa uteri pain and polycystic ovaries had resolved. The reporter considered adnexa uteri pain, coital bleeding, constipation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, pelvic pain, polycystic ovaries, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient repeatedly sought treatment for her symptoms. On (B)(6) 2010 during surgical procedure the right essure coil was removed, as well as right fallopian tube and right ovary. On (B)(6) 2015 patient underwent a left salpingectomy to remove left essure device. After the removal of the essure coil, her symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: unremarkable. On (B)(6) 2011: CT pelvis: multiple smaller cysts and a single large cyst on her right ovary and free pelvic fluid. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new lab data provided; multiple smaller cysts and a single large cyst on her right ovary was added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil had perforated the right fallopian tube'), pelvic pain ('chronic pain/pelvic pain/pain') and polycystic ovaries ('multiple smaller cysts and a single large cyst on her right ovary') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had never experienced abdominal pain, painful intercourse, dysmenorrhea, fibromyalgia, severe weight loss and constipation and had never relied on oral contraceptives to regulate her menstrual cycle. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("had migrated to bowels"), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia") with arthralgia, constipation ("constipation"), vulvovaginal pain ("vaginal pain"), coital bleeding ("bleeding after intercourse"), adnexa uteri pain ("pain in her left ovary"), polycystic ovaries (seriousness criterion medically significant), pain in extremity ("bilateral leg pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (left salpingectomy, remove her right ovary on (B)(6) 2011 and right ovary, right fallopian tube and right coil was removed). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, dysmenorrhoea, fibromyalgia, weight decreased, constipation, vulvovaginal pain, coital bleeding, adnexa uteri pain and polycystic ovaries had resolved and the device dislocation, pain in extremity, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered adnexa uteri pain, autoimmune disorder, coital bleeding, constipation, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, genital haemorrhage, hypersensitivity, pain in extremity, pelvic pain, polycystic ovaries, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient repeatedly sought treatment for her symptoms. On (B)(6) 2010 during surgical procedure the right essure coil was removed, as well as right fallopian tube and right ovary. On (B)(6) 2015 patient underwent a left salpingectomy to remove left essure device. After the removal of the essure coil, her symptoms resolved. Discrepancy noted in date of removal (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: results: unremarkable. Diagnostic results: on (B)(6) 2011: CT pélvis: multiple smaller cysts and a single large cyst on her right ovary and free pelvic fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil had perforated the right fallopian tube'), pelvic pain ('chronic pain/pelvic pain/pain') and polycystic ovaries ('multiple smaller cysts and a single large cyst on her right ovary') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had never experienced abdominal pain, painful intercourse, dysmenorrhea, fibromyalgia, severe weight loss and constipation and had never relied on oral contraceptives to regulate her menstrual cycle. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia") with arthralgia, constipation ("constipation"), vulvovaginal pain ("vaginal pain"), coital bleeding ("bleeding after intercourse"), adnexa uteri pain ("pain in her left ovary"), polycystic ovaries (seriousness criterion medically significant), pain in extremity ("bilateral leg pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder"), hypersensitivity ("hypersensitivity symptoms") and device dislocation ("had migrated to bowels") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (left salpingectomy, remove her right ovary on (B)(6) 2011 and right ovary, right fallopian tube and right coil was removed). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, dysmenorrhoea, fibromyalgia, weight decreased, constipation, vulvovaginal pain, coital bleeding, adnexa uteri pain and polycystic ovaries had resolved and the pain in extremity, genital haemorrhage, autoimmune disorder, hypersensitivity and device dislocation outcome was unknown. The reporter considered adnexa uteri pain, autoimmune disorder, coital bleeding, constipation, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, genital haemorrhage, hypersensitivity, pain in extremity, pelvic pain, polycystic ovaries, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient repeatedly sought treatment for her symptoms. On (B)(6) 2010 during surgical procedure the right essure coil was removed, as well as right fallopian tube and right ovary. On (B)(6) 2015 patient underwent a left salpingectomy to remove left essure device. After the removal of the essure coil, her symptoms resolved. Discrepancy noted in date of removal (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: results: unremarkable. Diagnostic results: on (B)(6) 2011: CT pélvis: multiple smaller cysts and a single large cyst on her right ovary and free pelvic fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : product indication added , new event added abnormal bleeding , autoimmune disorder nos , hypersensitivity symptom. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil had perforated the right fallopian tube'), pelvic pain ('chronic pain/pelvic pain/pain') and polycystic ovaries ('multiple smaller cysts and a single large cyst on her right ovary') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystocele repair. Before essure, she had never experienced abdominal pain, painful intercourse, dysmenorrhea, fibromyalgia, severe weight loss and constipation and had never relied on oral contraceptives to regulate her menstrual cycle. Concurrent conditions included stress urinary incontinence, vaginitis, vulvovaginitis, pelvic adhesions, paratubal cyst and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, 3 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("had migrated to bowels"), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia") with arthralgia, constipation ("constipation"), vulvovaginal pain ("vaginal pain"), coital bleeding ("bleeding after intercourse"), adnexa uteri pain ("pain in her left ovary"), polycystic ovaries (seriousness criterion medically significant), pain in extremity ("bilateral leg pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight decreased ("severe weight loss"). The patient was treated with surgery (operative laparoscopy with right salpingooophorectomy, left salpingectomy and remove her right ovary on (B)(6) 2011). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, dysmenorrhoea, fibromyalgia, weight decreased, constipation, vulvovaginal pain, coital bleeding, adnexa uteri pain and polycystic ovaries had resolved and the device dislocation, pain in extremity, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered adnexa uteri pain, autoimmune disorder, coital bleeding, constipation, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, genital haemorrhage, hypersensitivity, pain in extremity, pelvic pain, polycystic ovaries, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient repeatedly sought treatment for her symptoms. On (B)(6) 2010 during surgical procedure the right essure coil was removed, as well as right fallopian tube and right ovary. On (B)(6) 2015 patient underwent a left salpingectomy to remove left essure device. After the removal of the essure coil, her symptoms resolved. As per mr, (B)(6) 2011: operative laparoscopy with right salpingooophorectomy, lysis of adhesions. (B)(6) 2015: ralh, left salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: results: unremarkable. Diagnostic results: on (B)(6) 2011: CT pélvis: multiple smaller cysts and a single large cyst on her right ovary and free pelvic fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received. Reporters information and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure coil had perforated the right fallopian tube and had migrated to bowels") and pelvic pain ("chronic pain/pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia"), weight decreased ("severe weight loss"), constipation ("constipation"), vulvovaginal pain ("vaginal pain"), coital bleeding ("bleeding after intercourse") and adnexa uteri pain ("pain in her left ovary"). The patient was treated with surgery (surgical procedure to remove her right ovary, fallopian tube and right coil) and surgery (left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, dysmenorrhoea, fibromyalgia, weight decreased, constipation, vulvovaginal pain, coital bleeding and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, coital bleeding, constipation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, pelvic pain, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient repeatedly sought treatment for her symptoms. On (B)(6) 2010 during surgical procedure the right essure coil was removed, as well as right fallopian tube and right ovary. On (B)(6) 2015 patient underwent a left salpingectomy to remove left essure device. Diagnostic results: on (B)(6) 2013 : pelvic ultrasound : which was unremarkable. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.